Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the control knob was missing and additionally noted that the lower case was scratched, the upper case was broken and that the red and white display wires were pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and it passed its final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the newly purchased external pulse generator arrived at the account with a control knob missing. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.